Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01112, 3007042319-2015-01113 and 3007042319-2015-01114 ) submitted for devices related to the same event.

Event description:
It was reported from sweden by medical staff that a patient was experiencing "jumps" in power source display on the controller. The controller was exchanged with no reported consequences or impact to the patient. The controller was replaced by the facility. No additional information was reported. This is report 2 of 3.

Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. The reported event was confirmed via log file analysis which revealed a 'critical battery' alarm involving this battery within the analyzed period. The review of the available data log file showed a likely instance of a switching event, which could be the result of a communication anomaly between the battery and controller. However, the reported event could not be replicated or confirmed at the bench level; the device performed per specification. This issue is being addressed by an action investigation. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Applicable risk documentation and experience with events of similar circumstances were considered; power switching events are most often attributed to a communication error between the controller and batteries. The most likely root cause of the power switching may be attributed to a combination of a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-01112, 3007042319-2015-01113 and 3007042319-2015-01114 ) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.